Event description:
It was reported that the patient presented to the emergency room (ER) for unrelated device reason. Subsequently, as part of the ER visit, the device was interrogated and found the device displayed battery depletion code. Device analysis was requested. At this time, the device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room (ER) for unrelated device reason. Subsequently, as part of the ER visit, the device was interrogated and found the device displayed battery depletion code. Device analysis was requested. At this time, the device system remains in service. No adverse patient effects were reported.